Manufacturer narrative:
This report is submitted on april 21, 2022.

Event description:
Per the clinic, the patient experienced post-operative infection (specific date and duration not reported). The drainage of postauricular incision site was done the on (B)(6) 2021 and the patient was prescribed oral antibiotics however, this did not alleviate the problem resulting the patient being hospitalized on (B)(6) 2021. The patient was treated with IV antibiotics for a duration of 3 days. The patient was subsequently discharged and prescribed a further course of antibiotics. The implanted device remains.